Manufacturer narrative:
Portions of this complaint were previously reported under manufacturer report number 2125050-2021-00038. Complaint records have since been merged; any additional follow-up reports regarding this event will be submitted under this manufacturer report number. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the implant was noted as malfunctioning in december 2020. When the device was explanted, a fracture was noted on the exit tubing of the pump. The reservoir was encapsulated and left in place. The procedure was completed successfully; the patient outcome was unknown at the time of this report. A new device was implanted.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2016 and revised on (B)(6) 2021 due to a fracture noted on the exit tubing of the pump. Additional information received indicated the device was noted as malfunctioning in (B)(6) 2020. The reservoir was encapsulated and was left in place. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing of the pump at the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in inlet tube of the pump occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.